Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician observed that the right ventricular (rv) lead exhibited impedance measurements in the 400 ohm range when connected to a pacing system analyzer (psa), but exhibited measurements in the 1000 ohm range when the lead was connected to the device. Boston scientific technical services (ts) was contacted for assistance and advised to check the lead to device connection. The lead was repositioned and the impedance measurements were within acceptable limits. This product remains in service. No adverse patient effects were reported.